Event description:
It was reported that the device, with reload cartridge, was used during an unknown procedure, it would not fire. Another device was opened to complete the case. There was no consequence to pt.